Event description:
Recently a 72 year old female underwent a laparoscopic total hysterectomy with bilateral salpingo-oophorectomy and lysis of adhesions using an uterine manipulator injector system. Physicians had been trained in the use of the other system and were now trialing the koh colpotmizer system with two company representatives present in the or. The procedure was uncomplicated and the patient was transferred to the recovery room in stable condition. The patient was discharged the day following surgery. Approximately 14 days later, she was seen by the attending surgeon for post-operative follow-up with no complaints. Approximately 3 weeks following, during a recheck with the attending surgeon, a vaginal exam was completed revealing a blue colored object present in the top of the vaginal vault. An unsuccessful attempt was made to remove the foreign body in the office. The patient was taken to surgery and given a spinal anesthesia with easy removal of the retained collar, a blue resin cup from the koh colpotomizer system. Vaginal exam appeared to be normal with minimal bleeding. The patient was discharged in stable condition when alert and awake. The patient is recovering without any residual side effects.